Event description:
Baxter (B)(4) received a report that an infusor leaked from the tubing during filling. The device was filled with a solution containing ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination and function leak testing of the unit confirmed the reported leak condition as a leak was observed at the solvent-bonded junction of the tubing and stressmember. Microscopic examination revealed there was an insufficient amount and distribution of solvent applied to the end of the tubing during assembly. The root cause of this issue was determined to be operator error during the manual solvent bonding process. As a result of this incident, awareness training was performed in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.